Event description:
Encore products removed and replaced with zimmer components due to pain and lack of range of motion.

Manufacturer narrative:
This is the second revision surgery for the same patient as in MDR 1644408-2007-00096.